Event description:
It has been reported to philips that prior to the start of the procedure, the l-arm rotation cover detached and was retained by the safety chain. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the information collected, the patient procedure was not impacted by the reported issue and was completed as planned. The l-arm rotation cover detached when the c-arm was moved. A possible cause could be that the c-arm collided with the l-arm rotation cover, resulting in the l-arm rotation cover to detach. A philips service engineer inspected the system on site and identified that one of the locking points where the l-arm cover is attached onto the system l-arm was defective. The l-arm rotation cover was replaced and the system was returned to use in good working order. Corrected data: codes updated as per the investigation outcome.